Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation, it was noted that there was no stent on the delivery balloon and they have found out that the stent was decrimped inside the "plastic cover". The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination identified that the stent had detached from the balloon and was not returned for analysis. The distal extrusion was broken at the bi-component site. No stent was received for analysis. An examination of the delivery device identified that the balloon appeared to have been inflated and there were traces of contrast media inside the balloon. There was clear evidence of stent crimp on the balloon surface. A visual examination found a break in the inner shaft at the bi-component site. Some slight stretching was noted on the outer extrusion at the site of the bi-component break. This stretching is consistent with excessive tensile force having been applied to the shaft. A visual and tactile examination found no issues with its profile. The stent protector that was returned with this device was from a different device (non -bsc) and was not the protector that is used with the synergy ii device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation, it was noted that there was no stent on the delivery balloon and they have found out that the stent was decrimped inside the "plastic cover." The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.